Event description:
The customer reported that the system's monitor screens would be black intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power and signal cables were reconnected. The system was tested and found to be working as intended and put back into service.